Event description:
Pt reported obtaining back-to-back blood glucose results of 325 mg/dl, 109 mg/dl, 100 mg/dl, and 108 mg/dl, while using the suspect device. Pt indicated that no action was taken based on these values. No pt injury was reported and no treatment was rec'd. A level one quality control test had been performed on the system and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.